Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged two days post-implant. A revision procedure was performed wherein the physician attempted to reposition the lead but was not successful as it would not maintain position. The lead was extracted and an alternate lead attempted but it also would not maintain position. Finally, a third lead was used and implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed approximately 47cm from the tip. The proximal end of the lead was missing. The returned portion of the lead was confirmed to be electrically continuous and the x-ray confirmed there were no anomalies with the segment. The lead being severed was confirmed to be induced in the field.